Event description:
It was reported to philips that the customer was unable to perform exposures due to image disk being full. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the diagnostic procedure which was aborted, and no further information was provided by the customer. A philips remote service engineer (rse) inspected the system remotely with the customer and found that a problem with storing images on hard drives and error appears that the disk was full. The rse fixed the issue temporarily by recreating the image store to make space for the procedure. To date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome.